Event description:
It was reported that the customer received a prime rewind error alarm on the insulin pump while priming. Customer rewound the device and attempted to prime again. The alarm recurred. Customer's blood glucose was 8.4 mmol/l. The customer returned the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed with a prime rewind error during occlusion test, due to a protruded or loose drive support disk. The device was received with minor scratches on the lcd window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.